Event description:
It was reported that during a surgical procedure the guide was locked onto a plate and the screw, that holds the guide in place, broke; leaving part of the screw threaded into the plate. The surgeon decided to leave the small piece of the thread in the plate. This small piece of the threat was retained in the patient. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgery, a right distal open reduction internal fixation of the hand was successfully completed on (B)(6) 2015. It is unknown if additional medical intervention was required but there was approximately a thirty minute (30) delay in surgery. The patient status at the outcome of surgery was reported as acceptable. This report is for an unknown plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. This report is for one unknown plate/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.